Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in this study; however, how each mentioned product had caused or contributed to adverse events was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with these events. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) [Malfunction and adverse effects] ~ death ~ dissection of blood vessels ~ perforation of blood vessels ~ thrombus ~ infarction ~ embolization or vascular damage caused by residue ~ vascular occlusion.

Event description:
It was reported through literature that asahi products: fielder xt-r guide wire, fielder xt-a guide wire, fielder fc guide wire, sion guide wire, gaia guide wire, ultimatebros 3 guide wire, miracle guide wire, confianza pro 12 guide wire, corsair pro microcatheter and corsair pro xs microcatheter and caravel microcatheter might have caused or contributed to adverse events such as vessel perforation. Publication: eurointervention 2024;20:e185-e197 title: contemporary outcomes of chronic total occlusion percutaneous coronary intervention in europe: the ercto registry. Excerpt: [methods] we examined 8,673 cto pcis included in the ercto between january 2021 and october 2022. The ercto is an electronically based registry developed by the non-profit organization euro cto to collect data from patients undergoing cto pci, treated by 89 expert operators at referral centres across europe (www.ercto.org). [Definitions] procedural success was defined as technical success in the absence of in-hospital major adverse cardiac and cerebrovascular events (macce). Macce were defined as the composite of death, myocardial infarction (mi), stroke, urgent repeat revascularisation (re-pci or surgery), or pericardiocentesis. Mi was defined using the fourth universal definition of myocardial infarction. Cto calcifications, assessed semiquantitatively by angiography, were classified as mild (spots), moderate (radiopaque densities noted during the cardiac cycle involving only one side of the vascular wall) and severe (radiopaque densities noted without cardiac motion before contrast injection, generally involving both sides of the arterial wall). [Results] population characteristics baseline patient characteristics are shown in table 1. Most of the patients were male (82.8%); the mean age was 65.5?}10.4 years. Technology applied to procedure the type of wires used to start and to terminate the procedure and the microcatheters used in antegrade and retrograde approaches are depicted in supplementary figure 1. A soft polymeric wire was used as the initial wire in 57% of the procedures, while in the remaining cases, a hydrophilic wire with various tip loads was used. Conversely, the wire that finally crossed the cto was a hydrophilic one in 58% of the procedures. Among the different types of polymeric and hydrophilic wires, the fielder and gaia family wires (asahi intecc) were most frequently used. Furthermore, the gaia series wires were those that, in most of the cases, finally crossed the cto lesion. A microcatheter was used in 98% of overall procedures; more than one microcatheter was required in a significantly higher proportion of retrograde than antegrade procedures (50.2% vs 15.9%; p<0.001). Procedural and in-hospital complications figure 2 and supplementary table 1 describe procedural complications and in-hospital outcomes. Macce occurred in 147 procedures (1.7%), driven mostly by perforations with tamponade (0.7%), periprocedural mis (0.5%), and deaths (0.3%). Coronary perforations occurred in 3.8% of procedures; 0.7% of perforations involved coronary collaterals. Overall cardiac tamponade was observed in 0.4% of all procedures. As compared with antegrade, the retrograde approach showed significantly higher rates of macce (3.1% vs 1.2%; p=0.018), mortality (0.4% vs 0.3%; p=0.023), overall perforation rate (8.3% vs 2.1%; p<0.001), perforation with tamponade (1.5% vs 0.3%; p=0.009) and major vascular complications (1.5% vs 0.5%; p<0.001). Among retrograde procedures, a primary retrograde approach was employed in 41.5% of cases; in the remaining 58.5%, the retrograde approach was used in combination with one or more antegrade techniques. As compared with the primary antegrade procedures, in cases where the retrograde approach was used alone or in combination with antegrade techniques, macce rates and overall perforation rates were higher (1.2% vs 2.5% vs 3.5%; p<0.001; 2.1% vs 7.7% vs 8.7%; p<0.001). Vascular complications occurred more frequently in procedures with at least one tf access, as compared with those performed without any tf access (1.2% vs 0.3%; p<0.001), and more frequently in cases performed by a guiding catheter over 7 fr in size as compared to those with 6 fr (1.0% vs 0.4%; p<0.001). Relevant side branch occlusion occurred in 1.3% of procedures. Table 1. Clinical characteristics. Data are expressed as mean?}sd and n (%). Overall (n=8,673), antegrade (n=6,282), retrograde (n=2,391), p-value age, years / overall --- 65.5?}10.4, antegrade --- 65.6?}10.6, retrograde --- 65.1?}10.1, p-value=0.018 male / overall --- 7,183 (82.8), antegrade --- 5,088 (81), retrograde --- 2,095 (87.6), p-value<0.001. Supplementary table 1. Complications. N (%) overall --- 8673, antegrade --- 6282 (73), retrograde --- 2391 (27), p [macce / overall --- 147 (1.7), antegrade --- 73 (1.2), retrograde --- 74 (3.1), p=0.018] death / overall --- 27 (0.3), antegrade --- 18 (0.3), retrograde --- 9 (0.4), p=0.023 overall mi / overall --- 43 (0.5), antegrade --- 21 (0.3), retrograde --- 22 (0.9), p<0.001. Urgent repeated pci or CABG / overall --- 5 (0.1), antegrade --- 2 (0.1), retrograde --- 3 (0.1), p=0.221. In-hospital repeated pci or CABG / overall --- 4 (0.1), antegrade --- 2 (0.1), retrograde --- 2 (0.1), p=0.499. Perforation with tamponade / overall --- 63 (0.7), antegrade --- 28 (0.4), retrograde --- 35 (1.4), p<0.001. Stroke / overall --- 5 (0.1), antegrade --- 2 (0.1), retrograde --- 3 (0.1), p=0.261. [Other complications] overall perforations / overall --- 333 (3.8), antegrade --- 135 (2.1), retrograde --- 198 (8.3), p<0.001 collateral perforations / overall --- 64 (0.7), antegrade --- 0, retrograde --- 64 (2.6), - minor perforations / overall --- 154 (1.8), antegrade --- 84 (1.3), retrograde --- 70 (2.9), p<0.001. Perforations treated by: covered stent/ overall --- 45 (0.5), antegrade --- 17 (0.3), retrograde --- 28 (1.2), p<0.001. Coiling / overall --- 34 (0.4), antegrade --- 11 (0.2), retrograde --- 21 (0.9), p<0.001. Side branch occlusion / overall --- 110 (1.3), antegrade --- 64 (1), retrograde --- 46 (1.9), p=0.001. Stent thrombosis / overall --- 15 (0.2), antegrade --- 13 (0.2), retrograde --- 2 (0.1), p=0.344 dissection of donor artery / overall --- 37 (0.4), antegrade --- 14 (0.2), retrograde --- 23 (1), p<0.001. [Major vascular complications / overall --- 69 (0.8), antegrade --- 34 (0.5), retrograde --- 35 (1.5), p<0.001]. Vascular access surgery / overall --- 19 (0.2), antegrade --- 11 (0.2), retrograde --- 8 (0.3), p=0.245. Hb reduction >3 gr/dl / overall --- 11 (0.1), antegrade --- 5 (0.1), retrograde --- 6 (0.3), p=0.081. Blood transfusions / overall --- 17 (0.2), antegrade --- 6 (0.1), retrograde --- 11 (0.5), p<0.001. Required prolonged hospital stay / overall --- 22 (0.3), antegrade --- 12 (0.2), retrograde --- 10 (0.4), p<0.001. Supplementary figure 1. Guidewires and microcatheters used. A. [Wire to start] %, fielder xt-r-a --- 46, fielder fc --- 1, sion --- 4.3, gaia --- 23, ultimate 3 --- 3.5, miracle --- 1.8, confianza pro 9-12 --- 3.9. B. [Wire to finally cross] %, fielder xt-r-a --- 24.5, fielder fc --- 0.8, sion --- 4.6, gaia --- 38.2, ultimate 3 --- 3.6, miracle --- 1.4, confianza pro 9-12 --- 9.4. C. [Microcatheters for antegrade approach] n (%), overall --- 6194, corsair pro --- 1216 (19.6), corsair xs --- 194 (3.1), caravel --- 820 (13.2). D. [Microcatheters for retrograde approach] n (%), overall --- 2217, corsair xs --- 317 (14.3), corsair pro --- 432 (19), caravel --- 543 (23.9). Fielder xt-r: MFR report #: 3003775027-2025-00112, fielder xt-a: MFR report #: 3003775027-2025-00113, fielder fc: MFR report #: 3003775027-2025-00114, sion: MFR report #: 3003775027-2025-00115, gaia: MFR report #: 3003775027-2025-00116, ultimatebros 3: MFR report #: 3003775027-2025-00117, miracle: MFR report #: 3003775027-2025-00118, confianza pro 12: MFR report #: 3003775027-2025-00119, corsair pro: MFR report #: 3003775027-2025-00120, caravel: MFR report #: 3003775027-2025-00122.